Event description:
It was reported that the right ventricular (rv) lead had poor sensing and chronically high thresholds. Also, the device reached elective replacement indicator (eri) and there was possible early battery depletion. It was noted that the patient had received many high voltage therapies over the past year, as well as, anti-tachycardia pacing that was at a high output which may have caused the early depletion. The rv lead was cut, capped and a new rv lead was implanted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: also, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead with 13 ventricular fibrillation (vf) and 5 lead failure predictor episodes of less than 220ms v-v cycle are recorded on (B)(6) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.